Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic portal vein using a lantern delivery microcatheter (lantern) and a non-penumbra catheter. During the procedure, while advance the lantern approximately thirty centimeters into the catheter, the lantern became stuck. Therefore, the lantern was removed. The procedure was completed using another microcatheter, the same catheter, and pod packing coils (pod pcs). There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the distributor indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.